Event description:
It was reported that this left ventricular (lv) epicardial lead had gradually increasing auto-pace thresholds, and decreasing impedances. Frequent monitor was recommended by boston scientific technical services (ts). This lead remains in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).